Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician attempted to place a taxus express2 2.75x12mm drug eluting stent to the 80% stenosed lesion located in the tortuous and calcified right coronary artery (rca), but the stent would not advance beyond the mid right coronary ostium. The physician then tried another guide wire, but still had no success crossing the ostium and additional attempts to place the stent were abandoned. Upon withdrawal, the stent dislodged, but stayed on the wire. The stent and the guide were then placed in the descending aorta so the stent could be snared, however, the stent came off of the system in the right leg area. The snare attempt was unsuccessful, but the patient remained asymptomatic and stable. No patient complications were reported.

Manufacturer narrative:
.